Manufacturer narrative:
(B)(4). Supplemental MDR - needle clogged/blocked. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number: 2188470. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 306616 batch # 2188470 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Seems to be a blockage in the needles as when the attempt to give shots, the fluids do not come through lot / serial number (B)(6) complaint number (B)(4). Additional information provided: 1. Since the needle did not allow the vaccine to go through, we had to get another needle and stick the patient again to give the vaccine. 2. There is no picture of this event. Please let me know if you have any questions or need further information.